Event description:
It was reported that the customer went to the emergency room after being at her family health clinic due to some back and stomach pains. Customer went to the emergency room on (B)(6) 2014 with a blood glucose level between 200-380 mg/dl. Customer was released after 4-5 hours. Customer was given 2 antibiotics and was instructed to take them for 10 days. Customer was wearing the pump at the time of the emergency room visit. Customer thinks that whatever was going on at the time with her back and stomach pains was connected to why her blood glucose level was high. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.